Event description:
Litigation papers allege the pt will be revised to address hip pain. It is further alleged that the asr hip implants are releasing metal ions into his body.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.